Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. H.6 investigation summary: bd received 1 sample and 2 photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Additionally,100 retention samples from bd inventory were visually inspected and no fm was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m tubes foreign matter (fm) was observed in the bottom of one tube. There was no health impact or consequences reported.